Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/31/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The doctor was operating in (B)(6) hospital. As he was suturing, the suture detached from the needle. They opened another one, and the suture detached from the needle again. They opened a third suture, and thankfully this strand was ok (did not detach). Two faulty strands, along with all the remaining sutures with the same lot number, are being returned. There were no patient consequences reported. There were no significant delays. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One sealed box with twelve (12) representative unopened samples and one open box with three (3) representative unopened samples were received for analysis. Product code w9915. Upon initial inspection of the samples, no external damage was evident on the exterior packaging. Following the sampling plan, a visual inspection was conducted on thirteen (13) samples. The packets were opened, and swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional h3 analysis: the product was returned to ethicon for evaluation. One paper lid and one winding former and one small needle-suture piece were received for analysis. Product code w9915, this code is double armed. During the visual inspection of the returned sample, the swage area and body were noted with marks probably caused by a surgical instrument. Furthermore, a small portion of the suture to be still attached to the barrel hole and no needle pulled off was noted. The other section of the suture was not returned for analysis. The functional test was not possible because the suture was received with a short length. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Corrected data: h11. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device aw6746_w9915 batch number, and no non-conformances were identified.